Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed on/off current testing using known good battery packs. The returned battery was found to be depleted. It was recommended to replace the battery pack. The returned pads also passed functional testing. The device was recertified and returned to the customer. Our log review showed that the device was left on in configuration mode, with no power button press recorded to turn the device off. The device then shows low battery. The log confirms the device remained in configuration mode and was not manually powered down. Analysis of reports of this type has not identified an increase in trend.